Event description:
A report was received that the patient's ipg site was bleeding and oozing. The patient was prescribed with antibiotics. The physician believed that the symptom was superficial and were just pimples on the site.

Event description:
A report was received that the patients ipg site was bleeding and oozing. The patient was prescribed with antibiotics. The physician believed that the symptom was superficial and were just pimples on the site.